Event description:
Reportedly, two inappropriate shocks (due to noise sensing) were delivered on (B)(6) 2015 and the patient visited the hospital on the same day. During the ICD (paradym 2 dr 8552, sn: (B)(4)) check, noise sensing was not reproduced but the lead deterioration was suspected. Although ICD failure was not reportedly suspected, a re-intervention was scheduled for (B)(6) 2016 in order to replace the ICD and associated lead. Re-intervention was performed on (B)(6) 2016 and both ICD and lead were replaced. Note that the distal section of the lead left in the patient's body.

Event description:
Reportedly, two inappropriate shocks (due to noise sensing) were delivered on (B)(6) 2015 and the patient visited the hospital on the same day. During the ICD (paradym 2 dr 8552, sn: (B)(4)) check, noise sensing was not reproduced but the lead deterioration was suspected. Although ICD failure was not reportedly suspected, a re-intervention was scheduled for (B)(6) 2016 in order to replace the ICD and associated lead. Re-intervention was performed on (B)(6) 2016 and both ICD and lead were replaced. Note that the distal section of the lead left in the patient's body.